Event description:
It was reported that the patient underwent a revision procedure to replace their artificial urinary sphincter (aus) for unspecified reasons. All aus components were removed and a new system implanted. It was noted that during the procedure the replacement pressure regulating balloon (prb) was found with a leak and subsequently discarded; an alternate prb was used to complete the procedure. There were no reported patient complications. The explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.